Event description:
Unit failed to successfully pace pt in code situation. Proper sequence for pacing pt not completed by rn and md. ECG strip suggested pt most likely died of massive pulmonary embolus. Failure to pace is probably user error.